Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Customer complaints of dislodgement and capturing problem were not confirmed. Visual inspection showed that the outer helix and inner helix were within specification. Electrical features were analyzed and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient was scheduled for a procedure. During the procedure, the right atrial leadless pacemaker (alp) was fixated twice but repositioned due to lack of good current of injury response. It was noted that upon fixating for a third time the catheter would not go into long tether mode and there was a tether fracture. The alp was unscrewed manually, and the physician opted to utilize a transvenous left bundle lead. There were no patient consequences.